Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient is having a normal battery replacement in couple of weeks, but are meeting with the rep today in clinic when the rep observed high impedances. Rep reports the following: electrode 0 as reference:1-4, 6, 7, 8, 10-15: showing more than 10,000 , electrodes 5 and 3: 3300electrode 2 as reference: 0.7ma intensity0: 10,000, 1: 897, 3: 907, 4: 1084, 5: 1047electrode 3 as a reference:0: more than 10,000, two electrodes slightly over 1000, with the rest under 1000.rep reports the following information for what electrodes are programmed: group a, pg 1: 2, 3, 4pg 2: 6, 7, 8 (this is the group the patient uses most often).group b pg 1: 2, 3, 4,8 ,9 10group c pg 1: 2, 3, 4, 8, 10.ts advised rep to look at reference electrodes for electrodes that are used within programming, as rep initially was only looking at a reference of 0. Upon using electrode 2 and 3 as references, rep states impedances "went down" and were normal, aside from electrode 0. Ts reviewed using reference electrodes that match the programming the patient is getting, as rep states the patient is "getting good therapy" with the programming they have. Rep is unsure when the high impedances began, however he states he was just notified today.